Manufacturer narrative:
The device was received and evaluated. The exposed portion of the soft cannula was torn off. I cannot be conclusively determined how or when the damage happened. The downloaded data did not show any signs of struggle or pulse width increase that would indicate a failure to deliver insulin. No other damages or defects were found on the device during the investigation. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose (bg) rose to 300 mg/dl. The pod was worn on the patient's hip/buttocks for between 4 and 24 hours. As treatment, 1 unit bolus was administered and a new pod was applied.